Manufacturer narrative:
The oad was received at csi for analysis with the guidewire not engaged. Visual examination confirmed the driveshaft fracture at the distal edge of the crown. The fractured distal section was not returned for analysis, which is consistent with the details reported to csi. The reported bend in the driveshaft was also confirmed. There was no damage observed with the handle assembly. The control knob was traversed distally and proximally while maintaining a 1:1 ratio with the driveshaft crown. The device components were manually examined to determine if there were any functional concerns that may have contributed to the reported events. Scanning electron microscope (sem) analysis identified fatigue striations at the site of the driveshaft fracture. The exact root cause of this reported complaint is undetermined. The oad functioned as intended during testing. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4). The report of guidewire fracture will be submitted in MDR 3004742232-2022-00100.

Event description:
A diamondback gen 2 peripheral orbital atherectomy device (oad) was used for treatment of a lesion in the peroneal artery. The 3.5mm vessel was 90% stenosed, with calcification. The oad buckled near the distal end of the crown after one-to-one motion was lost. Imaging indicated the nose of the oad had separated from the crown. Further imaging confirmed the nose of the oad and a portion of the guidewire had fractured. The oad and wire were removed from the patient. Attempts to retrieve the oad nose and wire fragment were made. The nose of the oad was covered with placement of a covered stent. Peroneal access was obtained, and the physician was able to snare the wire fragment and remove it from the patient. The patient remained in stable condition throughout the procedure. However, the patient's lower extremity had become swollen, and high pressures were noted. The patient required a fasciotomy. Following the fasciotomy, the patient was stable and awaiting discharge. In the opinion of the physician, the specific cause of the adverse event was device entrapment and prolonged sheath placement.